Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the hospital for high blood glucose (bg) levels in the intensive care unit (ICU). Patient does not think patient is getting as much insulin as patient should be, informed patient that there is no way to make the pdm inject insulin any faster due to the setting that was put in, and informed patient to contact health care provider (hcp). The patient¿s bg target is 90 mg/dl - 120 mg/dl but for a couple of weeks it has exceeded 300 mg/dl. Patient¿s blood glucose reached 444 mg/dl while wearing the pod between 4 and 24 hours on the infusion site (abdomen). Insulin action was changed earlier this morning was the most recent setting changes made. The patient administered manual shot. Patient's treatment included fluids, insulin drop and patient was being monitored.